Event description:
Customer reports via phone that during an undetermined urology procedure, the system computer failed four times. Staff had to reboot the system each of the four times for all function to return. Staff was able to complete the procedure. Customer did not provide any procedural or patient information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.